Manufacturer narrative:
The device was returned for analysis. The reported balloon rupture was confirmed. Additionally, scratches on the balloon and a kink in the shaft were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted balloon rupture, balloon scratches, and kink appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat an arteriovenous (av) fistula. During the first inflation, the armada balloon ruptured at an unknown atmosphere. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another armada was used to complete the procedure. No additional information was provided.